Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven weeks post implantable pulse generator (ipg) implant with an absorbable envelope that the patient developed a pocket infection. The ipg system was removed and cultures were taken the diagnosis of the infection is serratia odorifera. Device replacement is planned. No further patient complications have been reported as a result of this event.